Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water or for pre-filled products, remove dip and squeeze reservoir to inflate with state ml of sterile water the device was not returned.

Event description:
It was reported that the balloon was unable to inflate while in the patient and only able to inflate it out of the patient with massive pressure. Luckily the patient was in clinic above a pharmacy and another member of staff could run down and get another catheter. The product was a bard biocath.